Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus'), embedded device ('embedded essure into the uterus, which was found in the tube as well as in the left cornual part of the fundus of the uterus') and pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"), 1 month 29 days after insertion of essure (ess205). In 2013, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding genital"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hospitalization and undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, hypersensitivity, depression, nausea, allergy to metals, dyspareunia and fatigue had resolved and the embedded device, abdominal pain lower, vulvovaginal pain, female sexual dysfunction and oophorectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, oophorectomy, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, pelvic pain, abdominal pain, menorrhagia. Removal date discrepancy: (B)(6) 2017, (B)(6) 2018 date(s) of removal: (B)(6) 2017 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus'), embedded device ('embedded essure into the uterus, which was found in the tube as well as in the left cornual part of the fundus of the uterus') and pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"), 1 month 29 days after insertion of essure (ess205). In 2013, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding genital"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hospitalization and undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, hypersensitivity, depression, nausea, allergy to metals, dyspareunia and fatigue had resolved and the embedded device, abdominal pain lower, vulvovaginal pain, female sexual dysfunction and oophorectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, oophorectomy, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, pelvic pain, abdominal pain, menorrhagia. Removal date discrepancy: (B)(6) 2017, (B)(6) 2018. Date(s) of removal: (B)(6) 2017 (discrepancy noted) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received- new event oophorectomy was added. Hospitalization added. Genital hemorrhage event downgraded from incident to non serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus'), embedded device ('embedded essure into the uterus, which was found in the tube as well as in the left cornual part of the fundus of the uterus'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding genital') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"), 1 month 29 days after insertion of essure (ess205). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, hypersensitivity, depression, nausea, allergy to metals, dyspareunia and fatigue had resolved and the embedded device, abdominal pain lower, vulvovaginal pain and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, pelvic pain, abdominal pain, menorrhagia. Removal date discrepancy: (B)(6) 2017, (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Reporter information updated. Previously reported event migration is updated to migration/ migration of essure device location of device: uterus. New events: abnormal bleeding (vaginal), hypersensitivity reaction, apareunia (inability to have sexual intercourse), depression, nausea, nickel allergy, dyspareunia (painful sexual intercourse), fatigue were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding genital") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding genital") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In april 2013, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), embedded device ('embedded essure into the uterus, which was found in the tube as well as in the left cornual part of the fundus of the uterus'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding genital') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, abdominal pain lower and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: ppf received. Added event migration,menorrhagia. Updated outcome of event pain and bleeding from unknown to recovered. Updated event onset date. Date of insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure into the uterus, which was found in the tube as well as in the left cornual part of the fundus of the uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding genital") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, embedded device, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: medical records- event embedded essure into the uterus, which was found in the tube as well as in the left cornual part of the fundus of the uterus was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.